Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a multiloc proximal humeral nail, three multiloc screws and two self-tapping locking screw were used in a surgery for proximal humeral surgical neck fracture on (B)(6) 2016. A surgeon could not use ascending screws because the patient was small. The surgeon used three multiloc screw (ø4.5 l38 tan), a locking screw (ø3.5 self-tap l30 tan) and a locking screw (ø3.5 self-tap l32 tan). There was nothing wrong with an insertion portion of the nail. As he checked x-ray photography of the next day, he confirmed that bone fragment of proximal epiphysis started inverting and de-rolling. Then after one week, he confirmed a falling image of the bone fragment. The patient did not feel so much pain, probably because the patient has dementia. From CT images, he found a mark that the implant penetrated a greater tubercle. A surgery to remove the nail and replace it with an artificial shoulder bone head is planned on (B)(6) 2016. This complaint involves 6 parts. This report is 5 of 6 for (B)(4).

Manufacturer narrative:
No additional information has been received for these fields. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
N/a.